Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011504, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011504 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 03-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5a05097 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 02-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5a05099 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-feb-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a05975 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 31-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a06190 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 01-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was from quick release. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.